Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Reportedly the customer did not have an active (non-tandem) sensor session and had to manually put in a bolus amount and they miscalculated the amount of insulin needed. A correction bolus via the pump was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.